Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. The log review confirmed the ilet was operating as intended, dosing requests aligned with cgm trends, no malfunction alerts occurred just prior to or on the day of the event. The cause of the user's hypoglycemia is indeterminate.

Event description:
On 08-jun-2025, a user reported that on (B)(6) 2025 they experienced two episodes of low blood glucose (bg) during the night, with the lowest reading at 40mg/dl. The user was unresponsive and shaking during the initial event, and the spouse provided orange juice, followed by soda and crackers during the second episode. No ems or hospitalization was required. The user planned to follow up with their healthcare provider.